Event description:
It was reported that the device has "no image on any output". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the reported failure "no picture at all outputs" can be confirmed and is attributed to an issue in the fpga circuitry. This is already a known failure. A product improvement is started. The corresponding IFU lza705_en_v4.3_IFU_ce-MDR contains the following notes on page 10 and 31: the product may fail during use. Have a replacement system ready for each application. In addition an equipment test has to be conducted before use. The event is filed under internal karl storz complaint ID: (B)(4).